Manufacturer narrative:
Bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that a bd vacutainer® k2e 3.6mg plus blood collection tube had a molding defect. No report of serious injury or medical intervention.